Manufacturer narrative:
Product analysis: the valve remains implanted therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this 34mm transcatheter bioprosthetic valve, into a patient with aortic stenosis, an aortic root angiogram showed central aortic regurgitation (ar). A balloon aortic valvuloplasty (bav) was performed with a 28mm non-medtronic balloon and a second aortic angiogram showed the ar had increased. An echocardiogram confirmed severe ar. The cause of the increased regurgitation was not determined. Subsequently, a non-medtronic 29mm valve was implanted, valve-in-valve, which resolved the ar. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: images were submitted to medtronic for review. Images shows the medtronic valve deployed to 100% and the angiogram confirms severe aortic insufficiency (ai), and shows a non-medtronic valve deployed inside the medtronic valve resolving the ai. The angiogram confirms the severe ai after deployment of the medtronic valve which is resolved with a non-medtronic valve. There is no additional imaging provided to confirm the post balloon aortic valvuloplasty (bav) causing the severe ai. Aortic regurgitation (ar) is a known potential adverse effect per the device IFU and can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions, and a conclusive cause could not be determined from the limited information available. A bav was performed and resulted in increased ar, after which a non-medtronic valve was implanted valve-in-valve, resolving the ar. No further adverse patient effects were reported. This event does not indicate device misuse or malfunction. Trends for these event types are assessed and no further action is recommended at this time. Updated data: h6 - patient, method, results, and conclusion codes. Additional codes - imf health impact codes medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.